Manufacturer narrative:
The device used to administer the injection was one of 12 used by the site. The site was unable to determine which of the 12 the device was. Device history records of all 12 devices were reviewed and all devices were found to be within specifications. The 12 devices were shipped to the site in 2004. During three years of use, none of the 12 devices have resulted in a separate complaint for injury, indicating that the injury is not likely due to chronic malfunction. The patient was reported to be on anti-platelet/anticoagulant therapy. The product's instructions for use includes precautions regarding use with patients on anticoagulants. It states "patients receiving anticoagulants or persons with hemophilia, or other coagulation disorders, may present greater incident of post-injection bleeding. For these patients, take the same precautions and administer the appropriate treatment as when using a needle and syringe for injection." None of these 12 devices had been returned by the site to the manufacturer for the 18-month service as recommended in the product instructions for use. The site was advised to return all devices for service and evaluation but none were received at the time of this report.

Event description:
A patient who was on coumadin and plavix received a flu vaccination with the biojector 2000. The patient's husband informed the site the following day that her right arm swelled and was black and blue from her fingers to her shoulder and around her back, and she needed 5 units of blood.